Manufacturer narrative:
H10: the authorized service provider (asp) confirmed the flow sensor assembly (fsa) part was requested, but the part is on backorder. The repair for this unit cannot be conducted at this time due to the part being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered, fsa, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repair will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: on 10may2024, the authorized service provider (asp) evaluated the device and found within the device log that an o2 unavailable error code had occurred. The asp determined that a replacement flow sensor assembly would be required. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device ceased operating, stopping airflow coming out of the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The reported issue occurred during periodic maintenance of the device. This investigation is ongoing.

Manufacturer narrative:
(B)(6).